Event description:
It was reported that caller experienced multiple occlusion alarms, which led to very high blood glucose readings over 600 mg/dl and prompted visit to emergency room and subsequent hospitalization with in the intensive care unit, exact date unknown. Customer had ketones that health care provider considered dangerous or life threatening, but was treated with intravenous fluids of saline and insulin. The customer was released 4 days later with issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy and has a back-up plan if necessary.